Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, there was failure of the proglide vascular closure device which caused a vascular complication. An open repair of the external iliac artery was done. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)